Manufacturer narrative:
Batch review performed on 10 june 2024: lot 185591: (B)(4) items manufactured and released on 03-oct-2018. Expiration date: 2023-09-27. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 3 years 8 months after the primary, the patient came in reporting instability due to laxity. The surgeon upsized the insert (13 to 17 mm) to give the patient more stability. The surgery was completed successfully.